Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that the device was changed out to accommodate a new right ventricular lead. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of failure to capture could not be reproduced. Correction: d9: field should be selected as "no" in initial report.

Event description:
It was reported that a patient presented with loss of capture noted on the patient's implantable cardioverter defibrillator. In-clinic follow-up was planned. No adverse patient consequences were reported.